Event description:
When the devices were used in a left colectomy procedure, the surgeon was not familiar with the device therefore, the device did not function properly. The surgeon thought he fired the device but failed to cut through the break away washers, the tissue was cut, but the staples remained in a u shape. The staple line was over sewn. The or time was extended by 30 minutes. There was no known pt consequence. The device is being returned.